Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/1.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault. Reportedly, "the second ticl is in the vertical position."the cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens returned with moisture within a microcentrifuge vial. Visual inspection found a haptic broken and bent lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).